Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard bearing, unknown vanguard tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001825034-2018-08180; 0001825034-2018-08181. Not returned.

Event description:
It was reported patient developed a small bowel obstruction during hospitalization after total knee arthroplasty.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event: 0001825034 - 2018 - 08180 - 01, 0001825034 - 2018 - 08181 - 01. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.